Event description:
It was reported that there was a fire smell coming from the laser while it was in storage. The last time the console had been used was 4 days prior to the smell being noticed. The console is not in use and has not been turned on due to the smell. There was no patient involvement.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, there was found the optic brick/cavity was defective, the field service engineer proceeded with the replacement of this component. Also, the fse confirmed the smoking smell was from the backside of the console and was caused by a rubber from a new footswitch the customer had begun using and was continuously leaved on the backside of the console. Therefore, the reported allegation of smoking was confirmed. Most likely the component damaged could have affected the device performance. No further issues were identified during service, and the console was confirmed to be fully functional after replacing. In addition, two bricks (laser source) and the flow switch were returned and analyzed, as the fse found during inspection that the flow switch was leaking and both bricks showed signs of oxidation. Both bricks were in good overall condition, with ends intact and screws secured. Leakage was noted along the end cap seams, residual material was present on the surfaces, and light was visible through the rods. The flow switch component was analyzed and was in good condition along with the electrical connections. No evidence was found to indicate a manufacturing or design related issue. A labeling review was performed, and it includes specific warnings/instructions related to smokey smell, such as: use of this equipment adjacent to or stacked with other equipment should be avoided because it could result in improper operation. If such use is necessary, this equipment and the other equipment should be observed to verify that they are operating normally. Based on the information provided, the most probable cause of this issue is cause traced to component failure, since an expected or random component failure was identified without any design or manufacturing issue.

Event description:
It was reported that there was a fire smell coming from the laser while it was in storage. The last time the console had been used was 4 days prior to the smell being noticed. The console is not in use and has not been turned on due to the smell. There was no patient involvement.